Manufacturer narrative:
Film evaluation summary: the exact cause of the taa expansion and stent fracture could not be determined from the films provided. Review of pre-implant CT¿s reveled that the patient had a 7cm max diameter x 12cm length taa located within the descending thoracic aorta. The distal landing zone down to the celiac artery was severely tapered and measured 48 ¿ 22mm in flow lumen diameter, and contained irregular thrombus. CT¿s returned from 13 months post-implant revealed that a single talent stent graft had been implanted into the patient¿s descending thoracic and the maximum taa diameter measured 79mm. The proximal bare springs were positioned at the distal angulated portion of the aortic arch, and the valiant extended distally down to within 1cm from the celiac artery. The proximal bare spring was acutely angulated at the base of the arch ~60 deg relative to the proximal portion of the valiant. The stent graft distal od was ~35mm x 41mm, the thoracic diameter at that level measured 41 ¿ 43mm, and there was lack of stent graft radial apposition on the posterior- left thoracic aortic wall with contrast seen within the distal taa from a likely distal type I endoleak. Review of CT¿s from 53 months post-implant revealed that since the previous returned study, an additional distal extension from another manufacturer had been implanted into the previously implanted talent, resolving the earlier observed distal type I endoleak. The distal extension was positioned from the level of the celiac artery, overlapping the talent ~2cm, and extended distally ~13cm into the abdominal aorta and covering all the visceral vessels which had been chimney bypassed. The max diameter taa measured 82mm, and no clear endoleak was observed. The talent proximal bare spring was also seen fractured in at least 2 locations along the medial/inner-curvature of the angulated aortic arch. It is possible that implanting the talent into the tapered and thrombus-filled distal neck may have led to the distal type I endoleak and initial increasing taa sac size; the distal neck appears to have expanded due to disease progression. The exact cause of the bare spring fracture confirmed after 52 months is unknown; however, it is possible that implanting into the acutely angulated neck near the base of the aortic arch may have contributed. It is unclear if the fracture may have also contributed to the taa expansion, as no proximal type I endoleak was observed. Recent CT¿s including images during the intervention when an additional valiant captiva stent graft was implanted as a proximal extension were not available for review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of an unknown size thoracic aneurysm. It was reported that when the patient returned for follow-up approximately 6.5 years post index procedure, the patient's aneurysm was observed to have expanded without any evidence of endoleak. A fractured proximal spring was also reported on the CT images. As per the physician, the cause of the event is unknown. An intervention procedure was carried out and a valiant captiva stent graft was implanted as a proximal extension. It was reported no endoleak was observed on pre-implant or post-implant angiograms. It was reported the proximal aspect of the talent stent graft and fractured bare spring were covered and the procedure was considered a success. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.